Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4 batch # unk. B3: unknown, assumed 1st day of month that the event took place. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: was the leak confirmed? (Y/n) if yes, how was the leak controlled? If yes, how severe was the leak? Leak on anastomosis was confirmed by bubbles doing a leak test intra-op, surgeon then did a ileostomy which patient would not have required had there been no leak. Are there any changes to the post-operative care of the patient because of the leak? (Y/n) if yes, what changes? Only intra-op changes. Did the patient have any additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? No. What is the current status of the patient? Patient went home without any further complications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection there was a leak.